Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was scheduled for fusion extension due to patient pain and implant failure at t10 disk level. Patient had existing hardware from t10-ilium. Surgeon extended from t1-t4 with matrix screw system. Matrix rod connectors were used to connect to the existing implanted hardware. A month after surgery the patient contacted the surgeon complaining of pain. X-rays were taken on an unknown date that reveled the connector had pulled off the rod. Patient was brought in (B)(6) 2014 for revision. Faulty hardware was removed and replaced. Revision surgery was completed successfully with no delays. This report is for four unknown rods. This is report 3 of 3 for (B)(4).